Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5068, implantable pacing lead, (B)(6) 2003; 5076, implantable pacing lead, (B)(6) 2003; d224trk, implantable cardioverter defibrillator, (B)(6) 2011. (B)(4).

Event description:
It was reported that the left ventricular lead has high thresholds. The lead remains in use. No patient complications have been reported as a result of this event.